Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced vaginal dryness, pressure and infections.

Event description:
It was reported that a dr implanted a protegen sling in or around 1999. The pt "developed injuries and complications secondary to the implant surgery." There is no further info available on this case and the device was not returned for eval.